Event description:
Copression screw broke - had to replace all fixation.devices in use at time: plate (on front page) 28-5 compressing screw (no #'s available) 85mm lag screw " " screws - 42mm x 2 " " 40mm x 1 " " 38mm x 1 " "device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.